Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (900 mg/dl). In the ER, the customer was treated with intravenous saline and insulin. The customer was released after two days with no permanent damage. Prior to going to the ER, the customer attempted to treat the bg by delivering a bolus. The cause for the reported issue is unknown. A system check was performed and it was found that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.